Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. It was noted that the patient had a trace pericardial effusion prior to the procedure. A watchman access system (was) and a watchman flx pro laa closure device and delivery system (wds) was selected for use. The physician was used a nrg needle with a watchma fxd curve sheath for transseptal puncture (tsp). Before rf activation, transesophageal echocardiography (tee) was used to confirm appropriate inferior/posterior trajectory. After rf activation the physician advanced the nrg needle and punctured the posterior wall. The patient developed a pericardial effusion. Pericardiocentesis was performed to treat the effusion removing approximately 250 ml sanguinous fluid. The patient remained inpatient after the complication and was transferred to the intensive care unit (ICU) for recovery.